Event description:
Information was received indicating that a smiths medical portex manometer was reported to be kinking off and giving the wrong pressure reading. There were no reported adverse effects.